Event description:
Information was received that the cadd legacy pump had an error code 1870. No reported adverse effects.

Manufacturer narrative:
Evaluation summary: the pump was visually inspected and was found to be in fair physical condition; the front housing was cracked and damaged but the keyboard and labels were functional and intact. Evidence of the customer's reported problem regarding "error 1871" was identified in the pump event history log. Furthermore, simulated use testing confirmed the customer's issue. The motor was activated and the device went into error 1871, which is indicative of a faulty motor and circuit board. The DHR was reviewed and found to be in compliance; no manufacturing or testing issues were found. Based on these investigation results, the motor and circuit board were replaced, and no further corrective actions will be taken at this time. Smiths medical regularly analyzes complaint data and trends, and will take further actions accordingly.